Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the length of the tracheostomy tube was insufficient for the patient. The patient was in a coma after a cerebral hemorrhage and needed a long-term indwelling tracheal intubation. The anesthesiology department performed the visual laryngoscopy orotracheal intubation, but the patient had a difficult intubation due to the insufficient length of the tracheostomy tube. The intubation process resulted in a decrease in blood oxygen and an airway spasm. The final oral intubation was able to maintain the patient's blood oxygen.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.